Event description:
On (B)(6) 2010, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Lot/serial numbers are not known at this time. Follow up examination on (B)(6) 2012 revealed apparent aneurysm enlargement of 6mm in the last 12 months. The clinician believes there is a possible persistent type ii endoleak, but the source has not yet been identified. The clinician will meet with the patient in (B)(6) 2013 to discuss options.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.